Event description:
Info received indicates with enough weight the brake casters will move slightly when in brake.

Manufacturer narrative:
The technician replaced the brake bushings to repair the bed.